Event description:
Per incident report, pins bent in data port of hvad controller on pt, not allowing pt vad to be connected to the monitor. Pt status still monitorable on vad controller display screen but unable to adjust pump settings if needed as data cable could not be connected 2/2 damage to pin. FDA safety report ID# (B)(4).